Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "was not infusing, no alarms on display". The initial reporter also stated that the pump had been replaced and that the patient was "fine in regard to this issue". No other information was provided. (B)(4).